Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low bg reminder became frozen on the pump screen and customer was unable to clear it. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the screen was able to be cleared.